Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, there were some problems with the fixation device. The surgeon had prepped the bone hole and was using a lupine br anchor for fixation, while snugging up the suture after deployment into the bone hole, the anchor pulled out. The anchor was removed and fixation was completed successfully using another same device without further issue or harm to the pt. The procedure was extended 35 minutes because of this. The device was discarded at the user facility.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot discern a root cause for the reported issue. Although our affiliate reports that there were no pt consequences or harm and the procedure was concluded successfully, there was a 35 minute delay to the procedure to get around the problem. It is because of this procedure extension that a report is being filed with the FDA to record the event. Outside of this no corrective or further action is warranted; however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.